Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed battery out limit after a battery change. The device then went blank for a brief period of time before displaying the time and date. The patient's blood glucose at the time of incident was 504 mg/dl, which he planned to treat via insulin pump bolus. Troubleshooting was initiated for the battery out limit alarm. The customer stated that the insulin pump alarmed despite the battery out not being out for longer than the permissable limit set by the insulin pump. The customer mentioned that the device was not bumped or dropped, and that it exposed to minimal moisture; the customer is a florist and some water gets on the device. There was no moisture inside of the insulin pump. The customer was advised to monitor the insulin pump. No products were returned and a replacement battery cap was shipped tot he customer.